Event description:
The customer reported via phone call indicating that the insulin pump had blank display anomaly. Customer's blood glucose was 168 mg/dl. The customer stated that the contacts on the battery cap are damaged. The customer was advised we will ship a replacement battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.